Event description:
It was reported that following a routine blood prime according to protocol, for a circuit change on an existing ECMO patient, blood was observed dripping from the gas exhaust port. Circulation through priming reservoir was 2800 rpms and pre-oxygenator pressure 185 mmhg. The device was changed out prior to connecting to pt. No reported pt effect. No pt blood was used to prime oxygenator. Two units red blood cells with additives (heparin, bicarb, tham, cacl) were used for priming the oxygenator. (B)(4). ECMO - extra corporeal membrane oxygenation.

Manufacturer narrative:
Maquet cardiopulmonary is aware of similar complaints. The devices displayed a similar malfunction which were tested and evaluated under an optical microscope. Delamination of some gas fibers was observed which allowed for the priming solution or blood to flow inside the gap between the gas fibers and polyurethane. Gravity then allowed for passage to the gas exiting path along the housing. The most probable root-cause is the delamination of the hollow gas fibers from the polyurethane potting area. A review of the quality control process confirms that 100% functional inspection for leakage is performed during production. Maquet cardiopulmonary ag has initiated an internal process (CAPA-(B)(4)) to address the appropriate corrective and preventive action. A supplemental medwatch will be submitted if new info becomes available. We initiated a customer notification concerning the problem the potential risk and the recommended handling in the event this failure occurs (fsca 2014-12-11).